Event description:
It was reported that one of the counters contained erroneous data. It was also reported that the patient recently had a heart computerized tomography scan performed. A bit flip was noted to have occurred. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A diagnostics problem was noted as the save to disk file (B)(4) shows parity error count of 1 on 1(B)(4) 2012 12:15:31.